Manufacturer narrative:
Manufacturing year 2016 no code available (suture). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a patient underwent an anterior vitrectomy in the left eye with a sulcus placed intraocular lens (iol). The corneal wound required enlargement to accommodate the iol and it was closed with a 10.0 nylon suture. The surgeon stated that the vitrectomy was not due to catalys treatment.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction manufacturing date. Manufacturing site reported the date as march 2016.